Manufacturer narrative:
Hospital reported problem to (B)(4) distributor on (B)(6) 2019 and distributor reported the problem to manufacturer on (B)(6) 2019. Manufacturer testing of samples from same lot verified the hospital's reported problem with some devices of the lot. Removal of all devices of the lot initiated under 21 cfr 806 removal report 9681444-04/30/2019-001-r.

Event description:
Tourniquet cuff seam split and lost pressure during a total knee replacement surgery. Patient was undergoing surgery at the time and the connected tourniquet instrument could not maintain pressure in the cuff due to the seam splitting. Blood entered the surgical field. The cuff was replaced and the event caused a delay of 2-3 minutes to the procedure over normal procedure time. There was no adverse effect to the patient.